Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the atrial lead exhibited noise. Patient presented in clinic and noise could not be reproduced. The physician capped and replaced the lead on (B)(6) 2018. There was no damage seen on the lead. The patient had no consequences.